Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery gauge jumped from 10% to 80% after being disconnected from a power source. The customer's blood glucose was 85 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.